Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4). The customer report of a leaking stopcock was confirmed through investigation of the returned sample. The customer returned one tubing assembly as part of an arterial kit for analysis. Definite evidence of use was observed on the tubing. Visual and functional testing revealed a crack in the stopcock as a part of the tubing assembly. The appearance of the crack is consistent with over tightening of the hub. A device history record review was performed with no relevant findings. Therefore, based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that:"product defective". The issue was identified during use on patient. The product leaked blood. Pt was in critical condition. It was discovered quickly; arterial line went flat on central monitoring. We had to discontinue existing line and replace. There was no medical intervention other than replacing.

Event description:
It was reported that:"product defective". The issue was identified during use on patient. The product leaked blood. Pt was in critical condition. It was discovered quickly; arterial line went flat on central monitoring. We had to discontinue existing line and replace. There was no medical intervention other than replacing.

Manufacturer narrative:
(B)(4).